Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient knee revised due to instability. A second tibial insert was opened because the first insert would not lock in properly to the tibial tray.